Event description:
During shoulder procedure using inflow only tubing with gravity outflow, the pressure set between 40-60 using 2 - 3,000 liter bags. When it was time to change out saline bags they went from gravity to run and within a 15-second period, scrub tech said 2500ccs of saline caused extravasation in shoulder. Designated cannula was used and they were able fo finish the case. The patient was kept overnight '05 and discharged the next day. Sales rep said customer had used this pump in the past and is very familiar with its operation. Patient is recovering with no problems.